Manufacturer narrative:
The device involved in the incident will not be returned for evaluation.

Event description:
On (B)(6) 2015, it was reported that two vela cuffs were found expired. On (B)(6) 2015, upon further investigation, it was determined it was reported that the patient presented with a rupture and subsequently expired. It is unknown at this time if these expired devices were used in the patient and/or if the patient had previous procedure with endologix devices.